Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 18:11:00. During night drain cycle four, the patient's ultrafiltration reading was 789ml, indicating the home patient (hp) drained 689ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. If any additional information is received, a follow-up will be sent.